Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a missing purge disc connection. A new console was used without any issues. No patient was involved.

Manufacturer narrative:
The investigation has been completed. The console ((B)(6)) was sent back for further investigation. Console was inspected on an engineering bench and console¿s purge pressure sensor assembly sustained mechanical damage and the disk retainer is missing. The root cause of the aic missing purge disk connection was due to disk holder missing. This report is being filed as part of a retrospective review of historical records.